Event description:
Reporting status: serious injury - required intervention - permanent impairment. Reporting rationale: dislodged stent retrieved during coronary artery bypass grafting (CABG). Device issue: stent dislodgement. It was reported that the stent dislodged during use and remained in the lad. The pt went to emergency CABG to treat the lesion, and the stent was also retrieved from the lad. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined stent dislodgement can be influence by many factors, including improper or inadequate crimping, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, interaction with the lesion, accessory devices, and/or previously implanted stents. The reported removal of foreign body is related to the retrieval of the dislodged stent by surgery. There is no indication of a lot specific product quality deficiency; however, a conclusive cause could not be determined for the reported stent dislodgment.